Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that he experienced sensor reading discrepancies. Customer stated that the sensor was reading in the 40 and 50 mg/dl and the insulin pump kept going into threshold suspend but his blood glucose was 387mg/dl. Customer declined troubleshooting and just wanted to remove the sensor. The customer called the next day and stated that he started a new sensor and received calibration error, sensor error and lost sensor alerts. The sensor would be replaced and returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one random opened/used partial sensor and performed continuity resistance testing. The sensor failed per specifications. Unable to confirm the needle anomaly due to the customer not returning the needles.